Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a replacement speaker assembly was needed. No information was made available at the time of the initial reporting decision if there was still sound coming from the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
It was reported that a replacement speaker assembly was needed. No information was made available if there was still sound coming from the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). A philips response service engineer (rse) spoke to the customer and confirmed the speaker failure. A nemo (non engineering material only) service was agreed upon for the replacement of part (453564673831-mx_100/x3 speaker assembly). The customer ordered a replacement speaker to resolve the issue. A good faith effort attempt was made to obtain further info (like whether there was still sound coming from the device), but no response was received.